Manufacturer narrative:
(B)(4). As the minicap was not returned and the lot number is unknown, a device analysis cannot be completed. However, the home patient (hp) reported removing the povidone iodine sponge from the minicap and connected the device to their transfer set which led to a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) removed the iodine soaked sponge from a minicap and proceeded to connect the minicap to their transfer set. The minicap was used until the next therapy was performed. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.